Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 7102574/7109600.

Event description:
It was reported that the patient had an infection at the ipg and lead sites. Symptom of pain was noted at both incision sites. It was unknown if the infection was device or procedure related and the cause was also unknown. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices will not be returned as they were kept by the medical facility.